Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported perforation. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. There were no deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The lead was placed and helix deployed. Good sensing was noted, but loss of capture was seen at 5.0v. The sensing test was run again with no current of injury. The physician noted the lead had perforated the heart when doing a fluoroscope.